Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in tubing) during dwell 3 of 4 on the home choice (hc). The home patient (hp) was checking the setup and there were no leaks, the clamps on the spare line were closed off, no wet lines and the hp did not disconnect any time that night. The technical service representative (tsr) explained the system error 2240 and cleared the alarms so the hp could unload the old supplies. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.